Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13509. It was reported the patient was complaining of painful heating at their ipg site while recharging. It was noted the patient would normally recharge in 1 hour increments. A new low energy charger was provided to the patient. Follow-up pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent failed action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.